Event description:
Reportable based on device analysis completed on 22-jun-2023. It was reported that crossing difficulties were encountered. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 28 x 2.25 promus elite drug-eluting stent (des) was advanced but failed to cross lesion. The device was removed, and the procedure was completed with a 2.25x20 synergy des. No patient complications were reported. However, returned device analysis revealed a cut on the outer lumen.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: promus elite ous mr 28 x 2.25mm stent delivery system was returned to the complaint investigation site (cis). Visual, tactile and microscopic analysis was performed on the device. Multiple hypotube kinks were noted on the shaft of the device. A visual and tactile examination of the outer and inner lumen found the outer lumen to be cut, 2.5cm proximal to the port exchange. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip identified no signs of distal tip damage. No other device issues were identified during returned product analysis.